Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the leadless implantable pulse generator (ipg) exhibited loss of capture. The leadless ipg was reprogrammed but intermittent loss of capture persisted. The leadless ipg remains in use. No patient complications have been reported as a result of this event.